Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an ECG fault. The fse visited the customer site and confirmed the malfunction with ECG cable connection. It was determined that during the self-test and hardware check, a problem was identified with the ECG cable connection. The ECG cable was unplugged and re-connected. After the proper connection of the ECG cable, the device passed the operation check and was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number:(B)(6) .